Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure, the patient¿s ventricle was perforated. Per report, the valve was positioned with multiple aortograms to ensure 50:50 placement. Once positioned, the valve was deployed with rapid ventricular pacing. Post op transesophageal echocardiogram (tee) showed no aortic insufficiency or paravalvular leak and good function. Given this result, the procedure was considered successful. The delivery system was removed over the wire. Shortly thereafter, the patient became hypotensive and tee showed a new pericardial effusion. A subxiphoid window was placed by the physician and the pressure recovered. The drainage from the pericardial drain was not slowing therefore the physician performed a full sternotomy and placed the patient on bypass to repair what appeared to be a small tear in the lateral wall of the left ventricle. The physicians thought the tear may have been due to the amplatz extra-stiff wire in the apex or possibly the patient's mitral annular calcification (mac). During investigation of this event, it was reported the patient expired following the procedure while in ICU. Soon after valve deployment, the patient became hypotensive so it was presumed a perforation had occurred during/after valve deployment. There was bleeding in the chest cavity, the rate/amount of bleeding it is unknown however, since the bleeding did not slow or stop the physician opened the chest to find the source of bleeding. There was no difficulty crossing the native valve during the balloon valvuloplasty or with the retroflex 3 delivery system.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, a combination of patient and procedural factors caused or contributed to the ventricle perforation. Per report, the implant physician/s attributed the perforation to the amplatz extra-stiff guidewire and possibly to the patient¿s mitral annular calcification. There is no indication this event was the result of a product malfunction by the edwards bav or retroflex 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.